Event description:
It was reported that the customer visited the emergency room with high blood glucose of 482 mg/dl. The customer's symptoms included headache, nausea, vomiting and fatigue. The high blood glucose was treated with an insulin injection. It was stated that the customer was not receiving insulin because the suspend feature of the insulin pump had been activated. Troubleshooting was started but not completed because the customer did not have the tubing clamp to complete troubleshooting steps. It was advised that the customer change out the infusion set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window and cracked battery tube threads.